Event description:
It was reported by dealer that the hardware for the left arm has fallen out of the solara3g wheel chair. Dealer advised a couple of screws fell out and are missing so can not be returned. Dealer could not provide any further information.